Event description:
The lesion was predilated and the stent deployed in the lad. Upon post-dilatation with another balloon catheter, the vessel perforated distal to the stent. Pt developed cardiac tamponade and was sent to emergency surgery.